Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Has the surgeon or doctor provided a medical rationale that indicates the use of the product is in no way related to the reported event? "It was stated that the device was not the cause of the incident".

Event description:
It was reported that during a laparoscopic nephrectomy procedure, the jaws of device were placed across the renal hilum. Bleeding at the hilum was noted as the device was introduced, prior to firing. The device was closed and fired, and kept closed while the procedure was converted to an open case. Once the abdomen was open the device was removed from the trocar. It was subsequently noted by the surgeon that the reload cartridge was separate from the stapler, and had remained within the abdomen after the stapler had been removed. The reload cartridge was retrieved from the abdomen. The device was fired twice in total during the procedure and was reloaded once. The procedure was delayed by 90 minutes. The patient was in critical condition following the procedure and was transferred to the ICU post operatively. The patient died shortly after arriving in the ICU. The surgeon stated that the device was not the cause of the incident.

Manufacturer narrative:
(B)(4). Batch # n5499x . The analysis results found that the atw35 device was received with no apparent damage and with two tr35w cartridges reloads present. The returned reload (a) was received fully fired. The returned reload (b) was partially fired 2/3 which indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4).